Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b.1., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b6, h6

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade I. The device has been explanted.